Event description:
On 09/06/2025, it was reported that the user received an occlusion alert and blood glucose rose to 260 mg/dl. The agent advised performing a supply change and offered to assist, but the user declined, opting to complete the process independently. The user stated they would call back if any further issues occurred. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.